Event description:
The patient reported that the pump was explanted due to an infection. The patient experienced withdrawal.

Manufacturer narrative:
Catheter: model # 8703w, lot # l45808, implanted on: (B)(6) 1997, explanted on: (B)(6) 2012; (B)(4) personal therapy manager serial # (B)(4). (B)(4).